Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that a review of the attached log confirms that once defib pads are applied (after many minutes of monitoring via lead ii), the lead exhibits a lead fault condition. If the customer changed the lead view to "pads" ECG would have been available on the screen of the device. The device was tested and passed all final testing successsfully. The unit was recertified for clinical use and returned to the customer. No emerging trend based on similar reports correction: section b5 and h6 (medical device problem code) has been corrected to reflect the update of the incident that occurred.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.